Manufacturer narrative:
There was no patient involvement. Therefore, this information is not applicable. There is no established expiration date for this device. The surgical table is not an implantable device. The surgical table is not an explantable device. The manufactured date is not available, as the serial number was not recorded. Evaluation summary - the actual device was evaluated, and it was determined that any hydraulic leak would not directly contribute to patient risk. However, hydraulic leaks can cause slippery operating rooms, which could contribute to user injury. Furthermore, the hydraulic leak, if unnoticed can lead to complete hydraulic fluid drain causing the table to be completely non-functional for articulation, with the exception of the slide mechanism. This is not a single use device.

Event description:
According to the initial reporter, there were hydraulic leaks from the floor cylinder. There was no known patient involvement, and there was no report of adverse consequences.